Event description:
An infant was seen in the ed of the reporting hospital and transferred to the pediatric unit of a separately licensed children's hospital - pediatric unit within the reporting hospital. IV was placed in our ed and the IV-t connector broke shortly after the patient was received by the pediatric unit.